Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the proximal hypotube shaft was separated into two sections. Additional reported information indicates that the proximal hypotube shaft broke but not into two pieces during the procedure, the separation may have been caused during manipulation of the device during packaging for return shipment.

Event description:
It was reported that during a procedure to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity, a 3.0x33 rx xience prime stent delivery system (sds) was being introduced through a non-abbott y-connector (hemostatic valve) resistance was felt, force was applied, and a bend was noted at the proximal end of the sds. The physician continued to advance the sds and the proximal shaft of the sds broke, but not in two pieces, outside of the patient anatomy. The sds was withdrawn from the patient anatomy without resistance and a new same size xience prime was used to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft break/separation and kinks were confirmed. The resistance between the stent delivery system and rotating hemostatic valve could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Furthermore, the IFU states: prior to using the xience prime, xience prime sv, and xience prime ll everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted. In this case, it is possible that the rotating hemostatic valve (rhv) may have not been sufficiently open at the time of insertion contributing to the reported difficulty to position, although this cannot be confirmed. The IFU deviations appear to have resulted in the shaft kinking and breaking. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight, guide cath: ebu 3.5, rhv: cordis, sheath: 6 fr. (B)(4) excessive force and use after damage. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.